Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 pump speed controller instrument had a battery issue and does not work on battery. Use of instrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation summary: the reported battery issue was verified during service. The instrument was connected to the mains power and allowed to run in order to charge the batteries, after the batteries were fully charged the service technician found that after 6 minutes the batteries were completely depleted. The service technician observed instances of error 68 in the error log file, the user interface (ui) holder on the top of the base unit was loose and the unitrack was broken. The issues were resolved by replacing the batteries and unitrack. The service technician also fitted the ui holder on the top of the base unit. Preventative maintenance was performed per specifications. Additional information b5: medtronic received information that at an unspecified time, this bio-console 560 pump speed controller instrument's battery was defective and it did not work on battery. G4.4 (PMA / 510(k) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.